Event description:
On 12-jan-2024, nurse assist received a call from don goerisch description of call: he had a wound on his leg and used a nurse assist product between (B)(6) 2023 to (B)(6) 2023 to irrigate. This has caused his leg to turn bright red from the ankle to the knee.